Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortous and severely calcified vessel in the left forearm. A 4.0mmx20mmx40cm sterling balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.